Event description:
The complainant reports that the pump was plugged in and charged. The display went blank and there were no alarms.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.